Event description:
Dr. (B)(6) reported that due to squeaking, a pt needed an abg cup revision surgery, on (B)(6) 2007.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.